Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that at 10:25 on (B)(6) 2024, when the staff placed a central venous catheter in the patient, they successfully inserted the needle into the basilic vein and saw blood return. When inserting the guidewire, they found that it could not pass through the needle guide, and repeated attempts still failed; the operation can only be suspended. After pulling out the needle guide, a burr is found at the entrance, causing the operation to fail. Explain to the patient and family members and replace the indwelling needle and re-puncture. No other information was provided.